Event description:
It was reported that during a coronary angioplasty procedure deflation difficulties were encountered. The lesion being treated was a moderately calcified, 80% stenosed obtuse marginal (om) artery lesion. The physician was able to inflate the maverick 2.0 x 15 mm otw balloon to 6 atms and deflate it successfully. The balloon was reinflated a second time to 6 atms, but then only deflated 20-30%. The physician attempted to deflate the balloon for 2 minutes by attaching a 20 and then a 60 cc syringe respectively and pulling negative. The physician was then able to pull the partially inflated balloon out of the pt without any complications. The balloon was inflated for 5 minutes total. The guide wire position was lost, so the physician rewired the lesion and completed the procedure successfully. There were no pt complications.